Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope instrument to perform failure analysis. The endoscope was analyzed, and it was found to have an error 48402 indicating a temperature error on camera tip. Further evaluation found the endoscope had an adapter defect. The endoscope was placed a screening aide to manually rotate the adapter for detecting friction. The camera instrument adapter did not rotate properly, and noises were heard during testing that were confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated. It was found with an attached endoscope adapter (aea) shaft bearing contributing to friction. During inspection, the endoscope cable integrated connector exhibited discoloration. The endoscope was visually inspected and was found with minor cut to the cable insulation. The endoscope housing exhibited labels or marking added by customer. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance, but it failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope involved with this complaint to perform failure analysis (fa) testing; however, fa is still in progress. A follow-up MDR will be submitted once the device has been evaluated or if additional information was obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope plus was not operating properly. Not powering up. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the main issues was that the endoscope moved constantly freely with uncontrolled motion. In addition, it was observed the image was inverted during use of the endoscope. No missing or detached material from portion of device that enters the patient's body.